Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer called to report that her pump suddenly turned off and could not be turned on again. She tried to push all the buttons but nothing happened. She changed the battery, still unable to turn meter on. No adverse event alleged. Pump requested for investigation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.